Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's products are working as intended - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Customer was also concerned that meter was reading lower than another device. The customer is concerned with non-fasting results obtained of 451 and 283 mg/dl and fasting meter to meter comparison of 178 mg/dl using meter and 202 mg/dl using another device. The customer's expected non-fasting blood glucose test result range is 200 - 205 mg/dl and fasting blood glucose test result range is 170 - 190 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/26/2019 and test strips were opened one week ago. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).